Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced 10 minutes of ventricular fibrillation (vf) prior to therapy delivery. The patient had been in the hospital for a colectomy surgery at the time of the vf event. Electrolyte status was unknown. A save to disk showed an extended detection time, with low amplitude vf. A lead integrity alert (lia) was triggered during the non-sustained tachycardia episodes which may have delayed therapy. Technical services discussed that the rhythm was irregular prior to lia and detection was not met. The patient had been placed on life support following this event which was subsequently discontinued and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011; 694765 implantable tachy lead implanted: (B)(6) 2011.